Event description:
Pt. Underwent exploratory laparotomy with extensive resection of left pelvic retroperitoneal mass, bilateral salpingo-oophorectomy, omentectomy, tumor debulking surgery and diaphragmatic assessments, pelvic and periaortic lymph node exploration and peritoneal washings. A 7mm jackson-pratt drain was placed into the broad denuded area of the pelvis. 3 days later, attempt was made to remove jackson-pratt drain snapped off and part remained in pt. Attempt made to remove drain with forceps, but unsuccessful. Pt taken to surgery on the next day for successful removal.